Event description:
A malfunction alarm was reported with a code identified as malf 12. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer continued to use the pump for insulin therapy.